Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. The medical records indicate that the patient was treated for seroma, which is a known possible adverse reaction listed in the IFU. A manufacturing review was performed and found no evidence of a manufacturing related cause for the alleged event. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. See MDR 1213643-2014-00042 for information related to the other perfix plug mesh implanted on (B)(6) 2008.

Event description:
The following is based off a review of the patient's medical records provided to davol by the patient's attorney. On (B)(6) 2008 - the patient underwent implant of two bard perfix plugs to treat a hernia. Following the implantation of the two perfix plugs which were sewn together, the patient had multiple CT scans which reveal ongoing issues with recurrent seromas and complaints of persistent pain. On (B)(6) 2009 - the patient presented to the ER with complaints of abdominal pain. The patient underwent exploration of the abdominal area, due to a questionable mass in which she was found to have "a fluid collection surrounding the mesh. She was noted to have plug meshes in the area with large bulky mass related to the mesh. No significant weakness was noted in the areas. No infection or purulence was noted. A partial excision of the mesh (perfix plug 1 and 2) was removed to debulk the area as this may have been causing the irritation. On (B)(6) 2009 - the patient underwent complete explant of the perfix plugs (1 and 2) with implant of a non-davol hernia plug. It was noted that the mesh itself appeared to be intact and there was no recurrence of the hernia noted, however, giving the recurrent fluid collection it was felt that she would benefit from removal of the mesh entirely due to her recurrent problem.